Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch of devices. The most probable root cause of this event is undeterminable.

Event description:
It was reported that during a bronchoscopy and stent placement procedure, the ultraflex covered tracheobronchial stent did not deploy fully. The ultraflex sent was advanced to the intended location in the bronchus, and the physician attempted to deploy the stent. The stent did not fully deploy on one end. The stent was removed, and another ultraflex stent was implanted. There were no patient complications and the patient was reported to be fine post procedure.